Event description:
Reportable based on analysis result (B)(6) 2010. It was reported that during a coronary angioplasty treatment procedure, filter deployment difficulty occurred. The 95% stenosed, eccentric and 15mm target lesion was located in the moderately tortuous and non calcified saphenous vein graft to the first marginal branch. The vessel diameter was 3.5mm. While attempting to advance the 190cm filterwire ez system in the target vessel, the wire became blocked inside the release mechanism. The system was removed, and the procedures was completed with another of the same device with no pt complications. Once removed outside the pt, it was remained "glued" in the shaft. The pt condition post procedure was reported to be stable. Add'l info has been requested and is not available. However, product analysis revealed that the filter had been torn.

Manufacturer narrative:
A visual inspection of the complaint device revealed sheath stretching and a sheath kink, wire kinks and filter damage. The distal portion of the delivery sheath was severely stretched and was necked down, starting from 1.5 cm and continuing to 8.5 cm, measured from the distal tip of the delivery sheath. The delivery sheath was wavy throughout it's length. The protection wire was kinked at 1.9cm (at the nose cone), 7.5 cm, 134.5 cm and 188 cm, measured from the distal tip of the protection wire. A visual inspection of the filter revealed that approximately 3 mm of the distal portion of the filter was missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).